Event description:
The user facility reported that the tip broke off prior to use; this poses the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to use at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was discarded by the customer, no evaluation is possible. Discarded by user.

Event description:
The user facility reported that the tip broke off prior to use; this poses the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to use at the user facility, there was no patient involvement and no delay to a surgical procedure.